Event description:
Information received indicates during a preventive maintenance check, the technician found the ground reading was out of normal range.

Manufacturer narrative:
The technician found the power cord plug was worn. He replaced the plug to repair the bed.